Manufacturer narrative:
No product was returned for investigation; however the customer supplied a power point document that exhibited their inspection results that confirmed the presence of cracked and separated bezel bosses on twenty pump modules. A few of the pump modules had cracks noted on the body of the bezels in addition to the bosses. All twenty listed pump module bezels had the same date code (B)(6) ((B)(6) 2013). Reference the attached (B)(4) results for the investigation result findings. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported identifying issues with devices, and provided photographs of cracked bezels. There was no report of patient involvement.